Event description:
It was reported that, "as per dr. (B)(6), pt has had some dislocations and thinks this is due to wear of the poly liner."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.